Event description:
Customer's wife reports back to back testing to a professional meter while using the aviva system with results of: 133mg/dl on customer's meter and 43mg/dl on professional meter; 180mg/dl on customer's meter and 80mg/dl on professional meter. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.